Event description:
During the cataract surgery, the doctor noticed the posterior capsule was broken, so he performed anterior vitrectomy. During implantation of mn60ac 22.5, haptic broke, so he implanted a new lens.